Manufacturer narrative:
The returned ipg was analyzed and found to be in the eos state. The internal electrical test did not identify any irregularities that might have led to the early depletion of the battery. However, the analysis of the data log indicated that the ipg reached its eos 5 months and 2 days after the initial programming. The average energy use index (eui) recorded was 48.1, aligning with an estimated theoretical battery lifespan of 7 months and 27 days. The system's data log revealed battery voltage fluctuations during device operation and instances of high voltage (vh) values, both of which may have significantly reduced the device's lifespan.

Event description:
It was reported that the patient received a message on the remote control that the implantable pulse generator (ipg) stimulator is near end of service. The patient no longer was receiving stimulation. The patient underwent a procedure where the ipg was removed and replaced with a new one. There were no reported complications postoperatively.

Event description:
It was reported that the patient received a message on the remote control that the implantable pulse generator (ipg) stimulator is near end of service. The patient no longer was receiving stimulation. The patient underwent a procedure where the ipg was removed and replaced with a new one. There were no reported complications postoperatively.